Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported the lead had to be redone because it was going on the left arm, not the right arm. The right arm is what gave the patient problems. The issue started after the surgery. The hcp made it go up so high that the patient could feel it on the right side and did not feel it on the left side. The patient met with a manufacturer representative (rep) yesterday who changed the settings around, and the rep had it come on the left arm now and got the programming where the stimulation was on for 30 sec and then turned off to give the patient more time for the charge to last. The patient mentioned they have an appointment with their hcp.

Event description:
Additional information received from the consumer reported that they put the right input in for the right arm. After a nurse reset it to the right arm the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.